Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 of the bd® allergy syringe with permanently attached needle base was broken. Report 2 of 3. The following was provided by the initial reporter: verbatim: 1 with malformed plunger base are you able to identify the problem regarding to the ¿malformed plunger base¿? Was it stopper defective? The stopper was fine- it was the base of the actual syringe that was broken was there any patient involvement? Yes what was the patient outcome? No remarkable outcome was there any delay of, or change in, the course of treatment due to this event? No was there any leakage for the breakage issue? No are you able to provide the incident date for ¿malformed plunger base¿ and¿ break while aspirating¿? The base no, I remember injecting a patient and it caught me off guard once I had the proper grip. The break while aspirating happened on (B)(6) 2023.